Event description:
It was reported that the pump was not working properly. The pump was reset to resolve the issue. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.